Event description:
It was reported that a dye study and catheter aspiration took place at 12pm the day prior to the report. The physician first performed a roller study and found the pump to be functioning. The physician then tried to aspirate the catheter through the catheter access port (cap) and was unable to aspirate. The physician concluded that the catheter was probably not working. The physician stopped the procedure once he could not aspirate the catheter and wanted to send the patient into catheter revision. The patient was still deciding on whether or not to go into the revision. It was unknown exactly what was wrong with the catheter and where the problem was occurring. It was reported that the patient had a lack of effect from the therapy (medication was confirmed to be compounded baclofen 1000 mcg/ml) and her oral baclofen dose was increased prior to the event. The physician decreased the patient's intrathecal dose from 85 mcg/day to 60 mcg/day and was adjusting the oral medications. No patient symptoms or injury were reported. The patient outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code no longer applies to this event.

Event description:
Additional information was received from the consumer indicated shortly after she received the second pump the patient was continuously asking the healthcare provider (hcp) for more medication and it was not providing symptom relief. The patient thought some tests/imaging was done and was told there was a kink in the catheter. The hcp discontinued the intrathecal baclofen (itb) therapy and filled the pump with saline and prescribed oral baclofen. The event date was 2012 (about a month after implant of the second pump).

Event description:
Additional information was received from a consumer via a company representative regarding a patient with baclofen (500 mcg/ml) in an implantable pump in stopped pump mode. The pump had not been functioning since (B)(6) of 2011. In the (B)(6) 2011 timeframe there was a catheter occlusion and loss of therapy. No revision was done. The managing physician retired and the patient was not being followed regularly. A new healthcare provider requested that the pump be programmed to stopped pump mode on (B)(6) 2016. The pump had been stopped from (B)(6) 2016, when they decided to program the pump to off state. The pump was alarming and showing a tube set log on (B)(6) 2016 due to the stopped pump mode programming. The pump off authorization form was signed and the pump off password was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8590-1, lot# n253792, implanted: (B)(6) 2011. Product type: accessory: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).